Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first stitch during mastectomy, the needle broke at needle swage in the middle of suturing. Another suture was used to complete the case. There was no patient injury.